Manufacturer narrative:
No motor error alarm or a33 alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. The motor was tested outside the device and passed. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received motor error and compromised force sensor system error. The customer¿s blood glucose level was 350 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer did not allege insulin pump was under delivering. Customer states the drive support cap appears normal. The customer reported that they performed high pressure test and received motor error and during rewind received compromised force sensor system error. Customer reports insulin exited at the quick release. The device will be returned for analysis.